Manufacturer narrative:
H4: device manufacture date is unknown. D4: UDI#: UDI was not provided and is unknown. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that before use, the device was experiencing a clicking noise near the o2 inlet. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Updated sections: d9, g6, h2, h3, h6, and h11 the suspect device was returned for evaluation, and the customers reported complaint was replicated and verified; the clicking sound was coming from the o2 blender, specifically from the actuation of internal components. This sound is consistent with normal operation and does not indicate a fault or abnormal behavior. The acoustic profile of the clicking was consistent with typical operational sounds and was not excessively loud. The part will be moved to factory service then to process in accordance with factory service procedures.